Event description:
Physician coiling sah ica ph-comm 7mm aneurysm with echelon 14 micro catheter and deployed atlas 7mm coild without incident. Physician chose n-6-20-t10-md as second coil and placed partially into aneurysm and needed to reposition. When physician repositioned coil, the coil broke, left in the ica and the case was ended. During evening, patient condition worsened. Physician performed angiography and determined coil loop had migrated into the mca. Next day, physician utilized microvena snare and was able to snag and remove coil. No patient sequelae as a result of this event.